Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we had an issue with this IV in sds today. If you look closely at the catheter, you can see on the tip there is some extra coiled like material. It's fragile and looks like it could have broken off into the bloodstream easily if it had been used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard bc unit from lot number 3030423. Additionally, one photo was provided. The photo displays someone holding a catheter adapter with what appears to be foreign matter near the tip of the catheter. The physical sample was received unsealed with the needle retracted, and with the catheter inside the needle cover. Through the visual inspection of the provided unit, foreign matter was observed on the tip of the catheter. The reported issue was confirmed. At this time, we are unable to determine a root cause identifying the foreign matter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we had an issue with this IV in sds today. If you look closely at the catheter, you can see on the tip there is some extra coiled like material. It's fragile and looks like it could have broken off into the bloodstream easily if it had been used.